Event description:
It was reported that a cartridge alarm occurred during basal insulin delivery. Customer's blood glucose level was 238 mg/dl. Further information regarding the customer or event was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.